Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to charging difficulties. The patient is doing great postoperatively. The explanted device will not be returned as it was disposed per facility policy.